Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient developed redness and a rash along the sensor patch perimeter. On (B)(6) 2025, the patient felt discomfort in the area and decided to remove the sensor early, but he did not make any treatment decisions. Later that day, a bump developed within the sensor patch footprint and the rash spread down his left arm. He consulted a healthcare provider and was advised to go to the emergency department (ed). In the ed, he was evaluated, diagnosed with cellulitis, and hospitalized for seven days for intravenous unspecified antibiotic therapy. The specific diagnostic tests conducted to identify the cellulitis were not mentioned. At the time of the report the patient still had a bump in the area. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).